Manufacturer narrative:
The received device was evaluated and the soft cannula was found to have a tear. A leak was also observed at this tear in the cannula. It can not be determined when or how this damage occurred. The download data does not show any failure of the pod to deliver insulin. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient¿s blood glucose level reached 14.8 mmol/l (266.4 mg/dl), while wearing the pod between 24 and 36 hours on the arm. Hyperglycemia treated with correctional boluses and applying a new pod.